Event description:
It was reported that stent damage occurred. The 97% stenosed, 13x4.00mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00x12mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was found to be lifted. No patient complications were reported nad the patient's status was stable.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 4.00x12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut rows 3-5 from the distal end were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 97% stenosed, 13x4.00mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00x12mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was found to be lifted. No patient complications were reported nad the patient's status was stable.